Manufacturer narrative:
The reagent lot number documented in the initial report was incorrectly provided by the customer. Lot number corrected from 17665li00 to 22236li00.

Manufacturer narrative:
The product evaluation was conducted using in-house retained reagents of the prism hcv assay lot 22236li00, list number 06a52-48. A reference lot was also tested as a control. The lot calibrated successfully and positive run controls were within specifications. Furthermore, 30 additional replicates of the negative run control were tested with the reagent lot (including the reference lot) on two different channels of the prism analyzer (in effect simulating two analyzers) in order to evaluate if the mean values of the complaint lot and reference lot were statistically equivalent. All values met specifications with no false reactive results obtained. The mean and standard deviation of the complaint lot and the reference lot were calculated and determined to be not statistically significant different on both channels. A review was then conducted of a 100 member negative population final release test method, which revealed no indications that the complaint lot might be adversely affected. A review of the field data does not indicate that the rate of initial and/or repeat reactive rates has increased. Manufacturing and testing records were also reviewed for the complaint lot and did not reveal any events or issues that may have affected the performance of the lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The prism hcv assay package insert contains information to address the current customer issue. Based on the results of the present evaluation, the prism hcv lot 22236li00 is performing acceptably. A product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06a52-48 that has a similar product distributed in the us, list number 06d18-68. (B)(4). (B)(6).

Event description:
The customer reports false reactive prism hcv assay results for one donor sample. Samples with an s/co value of greater than or equal to 1.00 are considered reactive. Values of 1.18 s/co (analyzer serial number (B)(4)), 1.18 s/co (analyzer serial number (B)(4)), and 1.24 s/co (analyzer serial number (B)(4)) were generated. The sample tested non-reactive by a confirmatory immunoblot methodology. This donor had generated non-reactive results when initially screened and has made multiple donations in the past.